Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
Material no. 363083, batch no. Unknown. (7 of 12) (B)(6) yr old male, (B)(6) lbs, dob= (B)(6). It was reported that during use of the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes the tubes are overfilling. The following information was provided by the initial reporter: I am writing to inquire about the blue top sodium citrate vacutainers. We are overfilling. This is not a random event as both phlebotomy and our emergency department use this lot and are having issues.